Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to cracked lcd glass. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Insulin pump received with corroded battery tube, scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.